Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation coverage in his leg. The physician attempted to address the issue with a trial lead implant, but the procedure was abandoned (ref. MDR #1627487-2013-15760). No further information is available at this time.